Event description:
Hill-rom received a hill-rom tech stating the siderail is not latching. The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the pt's bedding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech removed the pt's bedding to resolve the issue. Based on this info, no further action is required.